Event description:
It was reported via legal documentation that approximately 139 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear failure of left total knee replacement due to polyethylene liner and patella wear. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10 concomitant devices: (B)(6) 234-02-03 - optetrak asy, ps cemented femoral, sz 3, (B)(6) 204-04-32 - trapezoid tibial tray sz 3f/2t. (B)(6) 204-23-11 - ps tibial inserts sz 3, 11mm.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.